Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a constant 133.6080 error code was identified as a watchdog alarm caused by defective logic and power supply boards. Functional testing was performed using known good parts, test results found out that the suspect pcu¿s logic and power supply boards were faulty. An external and internal inspection of the suspect pcu s/n (B)(6) exhibited no obvious issues or anomalies no logs or data set was provided, and the returned suspect pcu¿s logic board was found to be defective therefore a log review could not be performed. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device had no patient involvement (npi). The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Notes to repair center: suspect pcu module s/n:(B)(6). Work order (wo): (B)(4)). Please replace logic and power supply boards. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu displayed error code "133.608." There was no patient involvement.

Manufacturer narrative:
Correction: returned to manufacturer on is combination product. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a constant 133.6080 error code was identified as a watchdog alarm caused by defective logic and power supply boards. Functional testing was performed using known good parts, test results found out that the suspect pcu¿s logic and power supply boards were faulty. An external and internal inspection of the suspect pcu s/n (B)(6) exhibited no obvious issues or anomalies no logs or data set was provided, and the returned suspect pcu¿s logic board was found to be defective therefore a log review could not be performed. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device had no patient involvement (npi). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n:(B)(6) work order (wo): (B)(4)) please replace logic and power supply boards. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu displayed error code "133.608." There was no patient involvement.